Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and noisy image was confirmed due to the camera cable failure. Omsc checked the device history record of the device, there was no irregularity found. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, omsc surmised that this phenomenon was attributed to communication failure due to the camera cable failure. The exact cause of the camera cable failure could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, noisy image was confirmed on the endoscopic image of the subject device. The occurrence date of the event is unknown. There was no report of patient injury associated with this event.